Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results on the architect c16000 analyzer. The following data was provided. (B)(6): initial 109, repeat 141 mmol/l. The result was not reported out of the laboratory and there was no impact to patient management reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction of the bellows set, incl rod & fitting was identified, therefore, the device was not performing as intended, however, no systemic issue or product deficiency was identified.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures and replacement of part number (B)(4) bellow set. Based on all available information and abbott diagnostics' complaint investigation, the analyzer performed as intended and no product deficiency was identified.